Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump history was missing data despite the pump being in use. Reportedly, the customer continued using the pump for insulin therapy. Customer's blood glucose ranged from 300-400 mg/dl.